Manufacturer narrative:
The technician repaired the high resistance ground. No further information is available on the repair of this bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed had a high resistance ground. No patient impact.